Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the seal plate damaged and the polymer melted. The reported condition was confirmed. Inspection found that the metal on the seal plate was deformed. The device was plugged into the generator and activated on simulated tissue. No regrasp alarms sounded. The melting on adjacent sides of the jaw indicates the user inadvertently clamped on a staple or metal object that would generate the regrasp alarms reported. The investigation identified the root cause of the reported event to be attributed to the user inadvertently grasping a staple causing excessive heat and melting of the jaws. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that near end of a partial hepatectomy procedure, the insulation on the lower jaw seemed melted and regrasp alarms were generated frequently. The procedure was completed without further issue. There was no patient harm. There was no tissue damage. Nothing fell into the patient's cavity and there was no bleeding. The device was received for investigation with the grey insulation on the jaw melted and the metal underneath is exposed.